Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/25/2015). The patient¿s meter has been returned on 2/5/2015 and evaluated by lifescan product analysis on 2/13/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2015 the reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) and alleged their onetouch verio iq displayed error 4 messages. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the patient developed symptoms of ¿shakiness, sweating¿ on ¿(B)(6) 2015 around 4:00pm¿ prior to the alleged product issue. Shortly afterwards the reporter stated the patient was unable to test her blood glucose due to the product issue. The reporter stated that the alleged error message first occurred on "(B)(6) 2015 around 4:00pm". The reporter stated that the patient then self-treated these symptoms by drinking juice to bring her blood glucose levels up. The reporter claimed the patient manages her diabetes with a combination of medications including ¿glyburide 5 mg times 2 in the morning, 2.5mg at dinner time. Metformin 500mg in the morning and 850mg before bedtime¿ and continued with her usual diabetes management routine (including sliding scale) as a result of the issue. At the time of troubleshooting the cca noted that the meter was not in use for the first time, the test strips were not open past their discard or expiry dates, the test strips were stored correctly and that the test strip completely drew in the blood sample. Cca noted the correct testing steps were being used. However, during a walk through retest the issue remained unresolved. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (04/13/2015). The patient¿s test strips have been returned on 2/26/2015 and evaluated by lifescan product analysis on 3/26/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.